Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also noted that the battery placement was bothersome for the patient. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.